Manufacturer narrative:
The patient was seen again on (B)(6) 2017 to have the screw removed and new screw placed.

Event description:
The doctor reports that screw fractured after six months in patient¿s mouth. Patient has a bridge for positions 2,3,4,6 and 7. The patient was presented in the office on (B)(6) 2017 with loose bridge and the screw in position 3 was broken.

Manufacturer narrative:
One (1) gold-tite hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the thread region. The drive feature is worn and stripped. The complaint is therefore confirmed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A probable root cause for the failure could not be determined. (B)(4).